Event description:
It was reported in the literature that during an arthroscopic anterior labral repair, after implantation of a 2.9 mm all-suture anchor, an unexpected sensation of displacement was perceived and an enlarged drill hole developed, rendering the labrum irreducible. During knot securing, the anchor had not dislodged; rather, the suture cut through the previous all-suture insertion site, resulting in enlargement of the drill hole. The implanted anchor was removed, and a different anchor was used to complete the procedure. The patient had a successful recovery at approximately six months postoperatively. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4).a2: mean age of 63.5 years at time of surgery (range, 56.5 to 72)g2: foreign - event occurred in taiwan.g2: literature - hsu kl, kuan fc, chen y, hong ck, su wr. Bony edge cut-through by all-suture anchors in the treatment of anterior labroligamentous periosteal sleeve avulsion lesions: two case reports.2026 jan 21.1-5.doi: 10.4103/fjmd.fjmd-d-24-00043the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.